Manufacturer narrative:
Evaluation, results: fse replaced the broken rinse block. Beckman coulter identifier for this report is (B)(4).

Event description:
On (B)(6) 2011, customer reported the lh780 instrument was leaking from the secondary mode probe. The blood and/or diluent that had leaked was contained within the tray under the probe. No injuries were reported and no erroneous patient results were generated. Field service engineer (fse) examined the instrument and found the rinse block broken. The rinse block was replaced. The repair was verified and the system validated.